Manufacturer narrative:
A partial lead with the connector portion measuring 5.9 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that the patient has deceased. There is no known allegation from a healthcare professional that suggest that the death was device related. The primary cause of death was cardiopulmonary failure; secondary to myocardial infarction, coronary artery disease, chronic obstructive pulmonary disease - copd and atrial fibrillation. No further information was available.